Event description:
On (B)(6) 2016 the a1059 mayfield modified skull clamp slipped during a procedure. There was no patient injury or death alleged. It was unknown if there was any revision or medical intervention required and unknown if there was a delay in the surgery due to the product problem.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: evaluation of actual device, DHR review, review of complaint history. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure. However, when unit is properly positioned and put under pressure unit will function properly. This device was manufactured on december 31, 2008. No manufacturing or design related trend has been identified. In summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2008 last serviced in 2015.